Manufacturer narrative:
Although no sample is being returned by the customer, an investigation into this complaint is being performed, but is not yet completed. Upon completion, a follow-up medwatch will be submitted with the results of the investigation.

Event description:
As reported, during stent placement procedure, the technician saw the syringe disengage from the manifold. It was tightened back down and he "felt secure with the attachment." On the next injection, the patient's blood pressure dropped and the patient was intubated. CPR was performed and the patient was stabilized. The procedure was completed and the stent was placed. Once in recovery, CPR again had to be performed on the patient. The patient was stabilized. The used syringe will not be returned; it was disposed of by the hospital.